Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer-reported complaint. The instrument was found to have a broken conductor wire at the proximal side. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not functional. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissor (mcs) instrument to perform further evaluation. The instrument failure was reviewed by manufacturing engineering, and it was observed that the insulation had damage near the break location which was consistent with the hypotube rubbing against the cautery cables during use on the proximal end.